Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient presented to the clinic with some drainage and the device pocket area had a large discolored area with a scab. The device had begun to erode through the skin and the patient had to wait to go to the office due to being covid positive however, the device did not contribute to the patient getting covid. There were no additional adverse patient effects reported. The lead was explanted.